Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a routine follow-up. Upon placing the wand over the patient's device, the programmer started to interrogate but then prompted a message stating to 'please locate the device'. After unplugging the rf antenna, the device could be successfully interrogated. No patient consequences were reported.